Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump intermittently lost power, and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: a review of the black box indicated multiple recurring unexplained reboots had occurred. Visual inspection revealed that the battery compartment was cracked with a piece of the case missing. The returned battery cap threads were damaged and the cap was able to attach to the pump but continued to spin. The complaint of an intermittent power issue was duplicated with the returned battery cap. The pump was exercised for 24 hours using a test battery cap, and no further power interruptions occurred. The pump casing was opened and no internal defects were found. (B)(4).